Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he currently had a dual wave bolus delivering for two hours. Customer was worried about the battery dying, so he canceled his bolus and changed the battery out. Customer's blood glucose was 440 mg/dl due to a fatty meal he had. Customer stated that his main concern was that his blood glucose was high. Customer also had a low battery alarm. Customer was doing a square wave bolus at the time. Customer stopped the bolus. Customer decided to give himself a normal bolus for the high blood glucose so he can get his blood glucose stabilized.